Event description:
It was reported that the right ventricular (rv) lead was observed with a high number of short v-v intervals with what appeared to be oversensing. The sensitivity was increased by reprogramming. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The 547 v-sics occurred since (B)(6) 2015. The 10 nsvt episodes of <(><<)>220 ms v-v cycle are recorded on 10 days during (B)(6) 2015. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead continued to exhibit a high number of short v-v intervals. The lead was reprogrammed once more and remains in use. No patient complications have been reported as a result of this event.